Manufacturer narrative:
The pump was received with intermittent button response and button error alarmed due to corroded keypad traces. There was no numbers scrolling noted during testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that while doing a bolus, the numbers kept scrolling up. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.